Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31425449l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. First, it was reported that the vivid iq system was not able to recognize the soundstar® catheter. The cable was disconnected and reconnected from both ends, but the issue was still there. Reconnected the connection to the patient interface unit (piu). The catheter was replaced and the problem was resolved. The case continued. Then, it was reported that at the end of the case, after catheters were pulled out, the patient was being woken up and the patient complained of pain in the arm. They checked and a pericardial effusion was noticed. Pericardiocentesis was done and the patient was moved to intensive care unit (ICU). The patient was in stable condition. Additional information was received. The patient improved; however, required extended hospitalization (spent 3 days in the ICU for the blood to drain from his heart and the tissue to heal). The physician's opinion on the cause of the adverse event is the procedure.